Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power cord be returned for evaluation. The defective power cord was received at medela on (B)(4) 2013. A product evaluation confirmed the customer reported problem as the prong was out of position and also revealed the transformer housing was cracked open, exposing inner electrical circuitry, which is a safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry and the prong was out of position. A visual examination of the cord revealed nothing unusual. The technician was unable to perform power supply voltage across the dc plug due to the prongs being out of position. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 55.30 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported one prong receded into the transformer housing. During the product evaluation, the technician observed a breached transformer housing.